Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor reading did not match the blood glucose reading and that the insulin pump inappropriately activated threshold suspend. The blood glucose reading was 131 mg/dl when the sensor reading was 60 mg/dl. The customer blood glucose was 142 mg/dl when she received the threshold suspend alarm. The customer was advised on proper calibration and insertion technique.